Manufacturer narrative:
To date, the device has not been returned to olympus for investigation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii xenon light source displayed an error (e103) message after a lamp replacement. The reported issue occurred during preparation of use for an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and on-site device evaluation. A field service engineer (fse) evaluated the device on-site and replaced the printed circuit board. The device was inspected and passed function tests with endoscopes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.